Event description:
During a coronary stent procedure, the stent became stuck while attempting to cross a previously placed stent. During removal the shaft of the catheter broke and was removed without incident. No pt injuries or complications occurred.